Event description:
It was reported that during a procedure to treat a lesion in the proximal to distal superficial femoral artery (sfa) with no tortuosity and heavy calcification, pre-dilatation was performed with a 5x120 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter, 2 inflations at 14 atmospheres. The vessel diameter was 5 mm. A 5x120 mm supera stent was advanced without resistance and deployed at the target lesion; however, the stent became elongated until it reached inside of the 6f non-abbott sheath and was partially deployed inside of the sheath. An unsuccessful attempt was made to withdrawal the 6f non-abbott sheath and supera stent as a single unit. Reportedly, it was decided to perform an open surgery to remove the supera stent together with the non-abbott sheath. There was a reported clinically significant delay in the procedure due to the surgery. Post surgery the patient was doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - failure to follow steps (pre-dilatation specification). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The review of the historical data for the reported lot was performed and revealed no other incidents reported for this lot. Per the supera instructions for use: pre-dilatation sizing table, the recommended pre-dilatation diameter for a 5.0 mm stent is greater than a 5.7 mm balloon. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. Based on the reviewed information, no product deficiency was identified.